Event description:
It was reported that the patient (pt) had an implantable neurostimulator (ins) replacement today. The manufacturer's representative (rep) stated they received a call today after the case and it was indicated that when the programmer connected to ins they saw error 1703 (oor). The ins was on at end of case, the caller converted voltage to ma as intended. Technical services (tss) reviewed how oor occurs and advised they should meet with pt to assess impedance/programming. The caller states the pt has impedance issues on the right side--tss asked if this was reported and caller asked if they are supposed to report impedance issues and noted 'there are impedance issues all the time with patients'. Tss noted that we need to report these. The caller states that he doesn't know when the pt's right side impedance issues started but he was notified today, presumably during the case. The caller states impedance values show 11/c - >5000ohms - showing yellow warning 11/8 11/9 11/10 - >10000 ohms showing yellow warning. The caller states pt is using interleaving and is programmed using 11/8 11/9 11/10. Tss reviewed that is almost certainly the issue. The caller will meet with pt tomorrow to assess. Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider. It was re ported that the impedance issue did not resolve after the upgrade to the replacement device. The cause of the high impedance was not determined. The rep stated many impedance issues with devices utilizing lower threshold of testing. When running with higher ma, im pedances usually resolve. The rep met with patient to reprogram them under the approval of managing neurologist. Programmed not utilizing the affected contact. The patient reported better symptom relief than previous program.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.